Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low flow issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the cannula kink was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: a 72 year old female patient underwent impella support for acute myocardial infarction complicated by cardiogenic shock, with pre support clinical status consistent with scai shock stage e. An impella pump was percutaneously implanted via the left femoral artery on (B)(6) 2026 at approximately 10:00 am. Shortly after implant, the device was noted to be kinked within the left ventricle and was unable to achieve flows greater than 1.5 l/min. Due to inadequate flow, the device was explanted approximately 15 minutes after implant, and the procedure was aborted. A second impella device was implanted on (B)(6) 2026 at 10:16 am without an associated complaint and remained in place until (B)(6) 2026 at 6:45 pm. Based on the available information, the device was removed due to insufficient performance, and the patient¿s condition was reported as stable following explant. Due to the absence of returned product, imaging, or console data, further investigation is limited. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.